Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of the pump tube hole resulting in a fluid leak was unable to confirmed through analysis as the tube was not returned and the pump had foreign bodily contaminants, physical testing could not be performed. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the pump tubing was cut down to the pump block, there were no visible leaks identified. The pump was found to have foreign bodily contaminants within the component. The contamination prevented the laboratory to complete functional testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior to surgery. During inspection the physician observed a fluid leak due to a crack in the cylinder tube. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior to surgery. During inspection the physician observed a fluid leak due to a crack in the cylinder tube. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.